Manufacturer narrative:
The customer did not make the system available for evaluation.

Event description:
The customer reported the system will not display an image on the left monitor. No patient injury was reported.